Event description:
The pump was returned for investigation. Investigation revealed that the force calibration check failed and the force sensor flex cable trace to be cracked at the force sensor pin. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple loss of prime warnings associated with both zero and non zero low force observed in black box. Investigators exercised pump for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Investigators performed multiple ¿load step¿ functions. No failures or ¿loss of prime¿ observed. The force calibration check fails with a reading of 255. The force sensor flex cable trace to be cracked at the force sensor pin. The force sensor resistance test passes. Investigators disassembled force sensor, no evidence of shim or plate wear. No evidence of contamination found in force sensor housing or force sensor shim. Investigators were unable to duplicate alarms. There was bad force sensor calibration, force sensor pins on flex.